Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 428 mg/dl. The current blood glucose level is 189 mg/dl. Customer suffered from some symptoms like vomiting. Customer treated with manual injection. Troubleshooting was performed. The product will not return for the analysis.